Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: manufacturing records for this product were reviewed and no anomalies were found. No manufacturing anomalies and it appears that the technique was followed. Conclusion: a root cause of this event cannot be determined.

Event description:
It was reported that they found the locking rings were broken and destroy the nail during surgery.

Event description:
It was reported that they found the locking rings were broken and destroy the nail during surgery.